Event description:
Report received indicated for almost a year prior to receipt of complaint, patient has been having itching in the left quadrant of abdomen under the tan tape collar of the wafer. Also, it has been reported, he developed a bumpy red itchy rash. The rash is more at the top and bottom sections of the tape collar only. He has used stomahesive powder and allkare protectant wipes. Instructed on use and application of stomahesive powder. Also instructed to contact local md and ostomy nurse for further medical evaluation. Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Correction to MFR number being previously reported as 1049092-2014-10224 on (B)(4) 2014. This is the initial 3500a for this reported event.